Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was vacationing in (B)(6) when he was found to have a hemorrhagic bleed. He had surgery to evacuate and is recovering post brain surgery.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is complete.